Event description:
The lay user/pt called lifescan (lfs) on 6/1/06, and alleged that his meter was reading inaccurately high. The medical affairs specialist spoke to the pt on 6/2/06, and obtained and verified the following info. The pt tested on his meter and obtained a result of 312mg/dl. Soon after testing, he became confused and felt tired. He called the paramedics art approx 8:00pm because of his symptoms and they arrived about 20 mins later. They tested his blood glucose and obtained a result of 32mg/dl. They instructed the pt to drink orange juice, which he did and he felt better afterwards. The pt stated that earlier in the day, he obtained results that were normal for him. He takes lantus, 60 units, before bed and nph on a sliding scale. Before dinner, around 5:00pm, he tested and obtained a "normal" result, he took 3 units of the nph insulin. The testing technique was correct and the technique for cleaning the puncture site was correct. The pt did not have control solution to troubleshoot. This complaint is being reported, as the pt obtained blood glucose result of 312mg/dl. The pt later was found to be hypoglycemic and was treated by paramedics. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.